Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue.  The third party service agent has provided a repair quote to the customer but no response appears forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently power cycling itself. The customer also indicated there was a burning smell coming from the device. There was no report of any patient use associated with the reported issue.